Event description:
It was reported by a patient¿s mother that the vns side effects can be extreme. The reporter suggested that vns should only be tried in the worst cases and ¿seizures are better than death.¿ the reporter expressed concern about the vns materials used.

Manufacturer narrative:
.